Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella 5.5 with smartassist section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The user facility reported the insertion of impella 5.5 device in a patient with severe multivessel disease undergoing a high-risk percutaneous coronary intervention was unsuccessful due to the anatomy. After backloading, the impella 5.5 device onto a .018 guidewire for implant, the device was unable to advance into the subclavian to make the turn into the ascending aorta. After multiple failed attempts, a significant kink was discovered on the guidewire. The devices were removed, and a new guidewire was inserted. However, once again, resistance was encountered in the same area. The physician then gained single access into the oscor sheath next to the impella and attempted to advance a glide advantage wire. However, the wire would not feed. At this time, the decision was made to abort the impella 5.5 implant and place an axillary impella cp device. With the wire remaining in the left ventricle space, the impella cp was primed and prepped. The physician loaded the impella cp onto the platinum plus wire and advanced the impella cp. Some difficulty was met when the motor housing attempted to cross the same area of subclavian. However, the impella cp device was able to successfully cross and support the patient. After proper placement was identified and confirmed with transesophageal echocardiogram, platinum plus wire was removed and support was initiated on auto 3.7 liters per minute. There was no resulting harm, and the patient was transported to the unit in stable condition. The pump was returned for investigation but the guidewire is not available.

Manufacturer narrative:
The investigation for the product damage and delivery issues has been completed. During delivery, pump would not make the turn into the ascending aorta despite multiple attempts with 3 different guidewires, with resistance being met in the same location each time. The pump was returned. Data logs are not applicable to this case. Visual inspection revealed kink in the cannula at the bend. The cause of the delivery issue was patient condition related due to the patients noted severe carotid stenosis. During delivery, guidewire was found to be kinked. It was removed and 2 other wires were used to try to gain access with the 5.5 but to no success. One of the two additional guidewires used was a .018 wire from abiomed. Resistance was met in the same area each time. No guidewires were returned. Data logs are not applicable to this case. The cause of the delivery issue was patient condition related due to the patients noted severe carotid stenosis.